Event description:
A distributor has reported that while using an oscillating saw during a total knee replacement surgery the surgeon reported that the device "reversed." The surgeon further stated that the device had the potential to cause an injury "if he was at the end of his cut." It was reported that the surgeon "pulled out" and there was no pt injury. This device is not able to function in a reverse mode. It can be in the oscillate mode or the off mode. Repeated attempts to obtain additional info regarding the event have been unsuccessful to date.